Event description:
It was reported that during a prostate procedure there was a "fiber cap detachment and retrieval at 181,629j". A second fiber was used to complete the case. Patient outcome: "no injury to patient reported".